Event description:
It was reported that the right ventricular (rv) lead exhibited potential undersensing, chronic high thresholds, and low impedance. It was also reported that the right atrial (ra) lead was observed with far field r-wave (ffrw) oversensing on episodes. The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.